Event description:
It has been reported to philips that the exposure failed. The device was in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that no exposure/fluoro. Review of the system log file showed that the image processing pc (ippc) storage failed, and images hard disk failure. To resolve this issue the fse replaced the hard disk and reloaded the software and recreated the images storage. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.